Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, patient was revised to address mechanical failure, right metal-on-metal total hip arthroplasty. Patient was noted to have elevated cobalt chromium levels to a fairly high level. MRI scan showed a pseudotumor in both hips. Revision notes reported that as the capsule was entered, a large amount of fluid was encountered. There was also a copious amount of cheesy-looking material that came out of the joint. The brownish-gray synovial membrane around the joint was likewise debrided using a rongeur. There was a significant erosion at the head-neck taper. The proximal femoral area was carefully evaluated and some osteolytic membrane was removed from the trochanteric area. Head and liner were removed. There was a bony prominence anteriorly on acetabular side and was removed using a curved osteotome and a rongeur. The stem was in 0 degrees anteversion or perhaps even 1 to 2 degrees of retroversion. An attempt was made to try to back the s-rom stem out using a chisel between the proximal sleeve and the neck. However, it was not possible to get the stem to dislodge, and the decision was made that rather than risk significant damage to the upper femur by trying to get the stem out, it would be better to just leave the stem in the version position it was in. Doi: (B)(6) 2004. Dor: (B)(6) 2018; (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.